Manufacturer narrative:
Continuation of d10: product ID 97740 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported regarding the battery level reading, the patient (pt)'s implantable neurostimulator (ins) was reprogrammed during the last reprogramming session on a low energy usage program, leading to extended recharge intervals. The new antenna that was shipped to the pt's house proved to show accurate battery levels. For the shocking sensation that the pt described: pt's pulse width was lowered and adaptive stimulation was set up to eliminate the shocking sensation. No shocking occurred during the session. The issue has been resolved and has been confirmed with the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they been having some weird issues with her device. Patient states normally needs to charge every 4-8 days and was told that was normal for these things but lately every time they check the battery, it is half full or 3/4 full and it has been about 2 months since it needed a charge. Pt states this never occurred in the beginning. Patient mentioned they has had a lot of other health things going on and this has not been the prime focus. Agent asked when was the last time they charged and patient said maybe the beginning of may. Pt states at times will see poor communication on the programmer and they do use an antenna. Pt states her stimulation level is about 4v and states they do not remember exactly. Pt states they have their device on 24 hours a day and wonders why this is showing always full and not having to charge. Patient also mentioned they keeps the device at a level just below her awareness of it but if they does certain things l ike bend backwards a little bit or certain movements with her neck or arms no matter what, they will feel it and get a shock that it is working and when they would do that it would tell her it is depleted the battery yet when they is doing this they can feel the d evice is on and it cannot be both on and working at the same time. Pt states when they bend their neck back at their hairdresser they get a horrible shock. The issue was not resolved through troubleshooting.  Pt has an appointment with manufacturer representative (rep) to check the implantable neurostimulator (ins) if the programmer does not help at all. A replacement programmer was sent out.